Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, unexpected restart error test, rewind and displacement test. However, analysis was unable to prime the insulin during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Analysis was unable to perform excessive no delivery test or occlusion test due to prime anomaly. The insulin pump was received with corroded electronic assemblies and corroded motor home switch. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, broken battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that insulin from the reservoir leaked on the insulin pump. The customer reported that the screen was white. The customer's blood glucose was 327 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer reported that the leak was passed both o-rings. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.